Event description:
Total hip arthroplasty revised 31 months after primary hip replacement surgery. At revision, cobalt chrome alignment pin in the stem was observed to have sheared.

Manufacturer narrative:
Other devices used: catalog number 220310 short +47.5 neck, catalog number 332835 28mm+3.5 alumina head. Device history records for the stem are intact and conforming and indicate manufacture to specification.